Event description:
A (B)(6) year old patient fell which caused the lag screw which secures the trochanteric nail cut out from the femoral head.

Manufacturer narrative:
After implantation of our troch nail the patient which is (B)(6) years old fell which we believed caused the lag screw which secures the troch nail to cut out the femoral head.